Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen was tested and passed all flex cable resistance testing. The pil tech reported the touchscreen initially failed diagnostics testing and displayed misaligned touch points. However, the pil tech successfully recalibrated the touchscreen by using the touchscreen calibration button noted in the diagnostics portion of the device software. The touchscreen was retested and passed all diagnostics testing and operated as specified. The touch points were also properly aligned with the liquid crystal display (lcd) after the successful touchscreen calibration.

Event description:
Philips received a complaint, reporting a touchscreen position on the v60 ventilator was found to be out of alignment during a service evaluation. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) found the issue during device evaluation. A touch screen calibration was performed, but this issue persisted. Therefore, the touch screen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: reporting institution name: (B)(6) hospital. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).